Event description:
Since having surgery, involving the usage of transvaginal mesh, for a prolapsed bladder I have had pain, discomfort, and large quantities of vaginal discharge. I also have been unable to lift even light items w/o feeling pain for the remainder of the day and sometimes the pain lasts into the next day. When I lift or carry something as light as a gallon of milk, I am acutely aware of a pulling sensation in my vagina. I often have discomfort on my right side, in the area where I assume my kidney or ovary would be. I never had this discomfort before my surgery. I find myself walking with my hand holding in my abdomen on that area. I notice that I am doing this and I am not even aware of consciously having moved my hand there. Just the past few weeks, I have found several times a day I press my hand just above my crotch. I think I am doing this because I am trying to relieve the discomfort I am feeling. I particularly have discomfort when I sit for long periods, especially on car rides where there isn't an opportunity to change my position greatly. My doctor told me that my prolapse was so serious that mesh was necessary. He said w/o mesh the surgery wouldn't "hold." He said I would not be able to feel the mesh. He also said after 6 weeks I would be able to do everything I had been able to do before. He said I would be able to lift again and I could return to jazzercising. Since surgery, I have had to curtail all exercise besides walking and even while walking, I have discomfort. I can no longer lift a bag of groceries w/o pain, so lifting 3 to 5 pound weights during jazzercise is out of the question. Since it has been 17 months since my surgery and I still can't lift w/o pain, I have no hope that I will ever be able to again. There hasn't been a day since surgery that I haven't been reminded of my surgery by pain or discomfort and vaginal discharge.